Event description:
Procedure: lap chole. According to the reporter: soon after operating room started, while in use on fat tissue of bladder neck, the plastic part of the device tip came off. The tip did not fall into the patient's cavity. Also, the device would not activate sometimes. Another device was used to complete the case. Operating time was not extended. There was no additional bleeding and/or tissue resection.

Manufacturer narrative:
(B)(4).